Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the patient had abdominal surgery the device had telemetry problems, and noise was detected at interrogation. The device is still in use. No patient complications have been reported as a result of this event.